Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the right ventricular lead could not be fixed once it was placed in the right ventricle. There were multiple attempts to fix the lead however, the lead was removed and replaced. The patient condition was stable and there were no consequences reported on the patient.